Manufacturer narrative:
No additional information to be submitted.

Event description:
Pt x-rayed on complaint of pain. Rod had slipped from right slotted connector. At surgery for removal, he was fused l2-l4. Rod had slipped further so that cephalad end was at l4 level.